Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing tests at the user facility, the subject device tested (B)(6) for unspecified pathogen bacteria (the instrument channel: 3 cfu/endoscope, the air/water channel: 60 cfu/endoscope), the subject device had been cleaned using a non-olympus cleaning brush (prince medical kit 1 clean diameter 1.8) and reprocessed using a non-olympus automated endoscope reprocessor model lde (gettinge) with a disinfectant (poka-yoke aperian a and aperian b) there was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for bacillus spp.(1cfu/100ml), but the test result cleared (B)(4) guideline. The exact cause could not be determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".